Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have failed the pulse test with associated service code 203. The last pt to sue this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device eval of monitor sn (B)(4) has been completed. Upon service evaluation, the monitor failed the pulse test with associated service code 203. The cause of the failed pulse test is likely a fractured solder connections at the high voltage capacitor (c19). The cause of the fractured connection is likely mechanical shock from physical impact. The last pt to use this monitor did not report any deficiencies.